Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was in the range of 427 mg/dl. Customer treated with insulin pump. Customer declined to troubleshoot for high blood glucose issue. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.